Event description:
(B)(6) had a total left hip arthroplasty through an anterolateral approach on (B)(6) 2009. She received the pinnacle sector ii acetabular cup size 50 mm, a 36mm metal articulation liner, and a summit size 3 standard offset porocoat stem. Prior to the surgery, (B)(6) had increasing pain and disability in the left hip due to degenerative arthritis of the left hip. On (B)(6) 2010 and again on (B)(6) 2010, (B)(6) reported feeling subluxation of her left hip, feeling as if it were about to dislocate. An MRI on (B)(6) 2011 revealed some fluid collection. Due to the continuing feeling of dislocation and due to elevated ion levels, (B)(6) had a revision surgery on (B)(6) 2011.